Event description:
It was reported that during initial use, the tsc temperature sensor catheter experienced a temperature display malfunction in which the temperature was not displayed, the monitor used was photoelectric, the cable installation status and the result of exchanging the suspected defective unit with another connected cable were unknown, and the lot number of the affected product was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.